Event description:
Large hemovac was placed into left hip region during a left totoal hip arthroplasty. Rn was unable to remove hemovac in 2003. Physician noted "hemovac stuck, removed both force causing hemovac to break allegedly leaving small portion inside". Pt underwent wound exploration surgery for removal of drain the next day.